Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic noise that was detected on egms and monitored by the clinic within the past year. Physician elected to replace the lead during normal device change out procedure on (B)(6) 2019. During device interrogation pre-procedure, the lead exhibited a slight decrease in p wave amplitude. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the event.